Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser that was reported to not deliver the correct dose to the patient during infusion. There is no additional information available.